Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician was unable to cross the lesion and the pt became very unstable. The physician was attempting to cross with a taxus express2 2.5 x 12 mm drug eluting stent through a diseased left main coronary artery to treat a lesion in the circumflex that had not been predilated. The pt became very unstable during this procedure, while the wire was being advanced and during the attempt to advance the taxus express2 drug eluting stent. The EKG readings were not acceptable therefore the physician stopped the procedure. It was reported that the physician did not feel that the difficulty the pt experienced was caused by the taxus stent; that this may have happened with any device. The pt is reported to be in satisfactory condition.